Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: no sample was received. No photo was provided. Investigation conclusion: this is the 1st complaint for lot # 8050915 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause can¿t be confirmed.

Event description:
It was reported that prior to use it was discovered that the plunger rod was broken with a bd syringe 5ml saline fill (B)(6) sp. The following information was provided by the initial reporter: before use, customer complaint 1ea flush plunger rod broken.